Event description:
The device was being used to monitor a pt during transport between hospitals. The device was connected to the pt with ECG leads and disposable defibrillation/ECG electrodes. According to the reporter, the pt's rhythm first converted to v-tach and then deteriorated to v-fib during the transport. The reporter stated that the device alarmed connect cable whenever the operator attempted to charge the defibrillator. Connections were checked, but the connect cable message continued. The ambulance returned to the first hospital, but the pt's rhythm had changed to asystole and he was not resuscitated.

Manufacturer narrative:
Therapy cable. Medtronic evaluated the device and observed a broken low voltage pin in a p/n 3006570-03 therapy cable reportedly used during the incident.